Manufacturer narrative:
A system service check of the medrad® stellant CT injection system (sn (B)(4)), was completed by bayer service on march 31, 2022, which confirmed that the injector was operating within specification. The disposables that were in use during the procedure were discarded by the site and lot numbers were unable to be provided; therefore, testing of retained samples is unable to be performed at this time. An offer for additional clinical applications training has been declined by the customer at this time. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The following information was reported to bayer service. A (B)(6) female undergoing a CT urogram suffered a mi (myocardial infarction) and passed away while connected to a medrad® stellant CT injection system (sn (B)(4)). Following the contrast injection, the patient's medical status declined. She suffered respiratory distress and subsequent mi. The emergency response team was called and life saving measures were initiated; however the patient ultimately passed away. The customer stated that the staff do not associate the use of the injector to be involved with the death of the patient. An autopsy statement has been requested; however one has not been provided to date.